Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there have been ongoing problems with the instruments when properly inserting the guide wire it goes outside the nail and does not hit the nail hole. This report is for the unknown nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the nail, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.